Manufacturer narrative:
Updated the reporting institution name.

Event description:
This report is based on information provided by the service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the charging port is damaged, and the centre pin is missing. There was no patient involvement and no impact alleged, as this was found during bench repair